Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, patients details was not crossing over to pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over from cerner to pyxis. A technical support specialist (tss) investigated multiple messages stuck in processing; after restarting inbound and external services the messages began crossing correctly, and verification from the db (database) server confirmed the patient was found in pes. The system functioned as intended after the technical support specialist repaired the device.